Manufacturer narrative:
This event occurred outside the u.s. Where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during an implant procedure, the atrial lead kept dislodging. After repositioning the lead several times the helix mechanism was no longer working. A new lead was implanted. No patient complications have been reported as a result of this event.